Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat gsui and rectocele and mesh was implanted. It was reported that the patient had a concurrent procedure of a posterior colporrhaphy; cystoscopy performed during mesh implantation. It was reported that patient underwent excision of foreign body suture material (mesh per op report) from anterior vaginal wall due to erosion on (B)(6) 2009. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2009. It was also reported that patient underwent mesh removal on (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)